Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
On the day of the report, the patient was getting a surgical lead implanted. A manufacturing representative (rep) reported that the patient might have hematoma at the lead site. Due to this issue, the patient experienced abdominal discomfort. The rep stated that there was scar tissue at the lead site and the hcp had to use more intervention; hematoma might have been caused by this. On (B)(6) 2016, it was reported that the patient was still in the hospital with minimal movement of lower extremities. The hcp stated that the patient had stenosis at the lead site and MRI results showed a clot. In conclusion, the lead was removed and the abdominal pain was resolved, but the patient still had mobility issues. The patient was transferred to physical therapy. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.